Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation h3: additional information h4: additional information h6: additional information the device was not returned to olympus for inspection. A post-inservice provided in-service training review on the visual inspection guide as requested by the account manager and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodeno videoscope had colored residual on the lens. This malfunction was noticed during a training demonstration. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.